Manufacturer narrative:
(B)(4). The additional information noted that the patient expired, but it did not specifically state a date of death. This is one of three device reports related to this event. Manufacturer report numbers are 1225714-2014-06499, 1225714-2014-06500 and 2937457-2014-01694. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient subsequently expired.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiovascular event on (B)(6)2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.